Event description:
Following a laparoscopic anti-reflux procedure, a patient reported ongoing gerd and moderate dysphagia symptoms leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2013. Uneventful laparoscopic hernia repair prior to removal; linx device was noted as in good position at the gastroesophageal junction. Uneventful device explant on (B)(6) 2017. Linx device found in the correct position/geometry. At the time of device explant, the patient received a toupet fundoplication.